Manufacturer narrative:
The internal complaint file #(B)(4) has been logged for this incident for traceability. The device involved in this incident was returned to belmont (UK office) for investigation. All devices affected with different problems were removed from service and repaired, parts needing replacement completed and returned to use.all machines affected were noted to be faulty at point of set up prior to placement on patient. The unit having serial #(B)(6) had an issue of electrical fire in motherboard and leaking water from cracked tank. Three units were reported as each having 2 issues for a total of 6 issues. One issue - "warning halt 4"for serial number (B)(6) was previously reported to belmont on 06 nov 2023. The investigation for the halt 4 issue in november 2023 detailed that the root cause was faulty electronics at the top of the water tank, which were replaced. No other faults were found during testing. The unit was serviced and safety tested prior to return to the user.the user indicated that all of the issues were noted prior to any use on a patient (no patient involvement) and that all devices have been repaired and returned to use. If the device sounds an alarm and/or presents a display other than the standard belmont medical technologies display, the operator should proceed according to the display message and/or the troubleshooting instructions. The following messages should be checked and confirmed: · low core temperature thermoregulation is continuing· core readout too low · out of normothermia range · patient temperature above xx.xºc (*) · patient temperature below yy.y ºc (*) · water temp too high (*) the cited device was evaluated by a belmont service technician and that could be confirmed through visual inspection. The issue was isolated to the tank. It was found the tec control board was faulty which may have lead to a smoke smell. There was no evidence of a fire.the tank and tec control board were replaced to resolve the issues.belmont service department also replaced the cracked water tank assembly and performed service procedure and preventative maintenance according to the belmont's specifications (on april 19, 2024). The device was tested for electrical safety before returning it back to the user facility. The device was system tested and passed with no issues. Belmont will continue to monitor this issue moving forward.

Event description:
(B)(4) from mhra on 5/13/2024. 14.09.24 cooling tank unable to be used due to not recognizing water level. On inspection rust noted to water level prob on two criticool machines serial number *(B)(6)* serial number *(B)(6)* not previously reported. On (B)(6) 2023 electrical fire in motherboard. Machine repaired and returned serial number *(B)(6)* not previously reported. On (B)(6) 2023 "warning halt 4" - taken for repair and loan machine received serial number *(B)(6)* was previously reported to belmont on 06 nov 2023. On (B)(6) 2023 leaking waterfrom cracked tank. - cracked tank replaced serial number *(B)(6)* not previously reported. On (B)(6) 2024 leaking water from cracked tank. - cracked tank replaced serial number *(B)(6)* not previously reported.

Manufacturer narrative:
This supplement report is being submitted per FDA's request (B)(4) received august 20, 2024. The internal complaint file #(B)(4) has been logged for this incident for traceability. The device involved in this incident was returned to belmont (UK office) for investigation. All devices affected with different problems were removed from service and repaired, parts needing replacement completed and returned to use. All machines affected were noted to be faulty at point of set up prior to placement on patient. The unit having serial (B)(6) had an issue of electrical fire in motherboard and leaking water from cracked tank. Three units were reported as each having 2 issues for a total of 6 issues. One issue - "warning halt 4"for serial number (B)(6) was previously reported to belmont on 06 nov 2023. The investigation for the halt 4 issue in november 2023 detailed that the root cause was faulty electronics at the top of the water tank, which were replaced. No other faults were found during testing. The unit was serviced and safety tested prior to return to the user. The user indicated that all of the issues were noted prior to any use on a patient (no patient involvement) and that all devices have been repaired and returned to use. If the device sounds an alarm and/or presents a display other than the standard belmont medical technologies display, the operator should proceed according to the display message and/or the troubleshooting instructions. The following messages should be checked and confirmed: · low core temperature thermoregulation is continuing· core readout too low · out of normothermia range · patient temperature above xx.xºc (*) · patient temperature below yy.y ºc (*) · water temp too high (*). The cited device was evaluated by a belmont service technician and that could be confirmed through visual inspection. The issue was isolated to the tank. It was found the tec control board was faulty which may have lead to a smoke smell. There was no evidence of a fire. The tank and tec control board were replaced to resolve the issues. Belmont service department also replaced the cracked water tank assembly and performed service procedure and preventative maintenance according to the belmont's specifications (on april 19, 2024). The device was tested for electrical safety before returning it back to the user facility. The device was system tested and passed with no issues. Belmont will continue to monitor this issue moving forward.

Event description:
(B)(4) from mhra on 5/13/2024. 14.09.24 cooling tank unable to be used due to not recognizing water level. On inspection rust noted to water level prob on two criticool machines serial number (B)(6) serial number (B)(6) not previously reported. 30.10.2023 electrical fire in motherboard. Machine repaired and returned serial number (B)(6) not previously reported. 03.11.23 "warning halt 4" - taken for repair and loan machine received serial number (B)(6) was previously reported to belmont on 06 nov 2023. 16.11.2023 leaking water from cracked tank. - cracked tank replaced serial number (B)(6) not previously reported. 16.04.24 leaking water from cracked tank. - cracked tank replaced serial number (B)(6) not previously reported.